Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient's mother contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. Customer care advocate (cca) attempted follow-ups conversations with the patient, however were unsuccessful. The reporter alleged the issue began about a year ago. The patient alleged obtaining an inaccurate results of "126mg/dl" with the subject meter and "240 mg/dl" with another device (verioiq), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for accuracy. The reporter claims the patient manages his/her diabetes with insulin (self-adjuster). The reporter confirmed that the patient did not make any changes to his/her usual diabetes management regimen in response to the alleged product issue. The patient claims he/she developed symptoms of "ketoacidosis" on (B)(6) 2015. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a control solution retest. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.